Event description:
A customer obtained an erroneously normal tsh result for one patient.subsequent testing produced results in a below the normal reference range, and the tsh result of 0.14uiu/ml was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects tsh samples in bd serum tubes with a gel separator and centrifuges samples at 3,000 rpm for ten minutes. Tsh qc was within the customer's established ranges prior to and after the event. Two systems check performed on (B)(6)2009 and (B)(6)2009 passed within instrument specifications.per customer, there were no errors posted to the event log.the customer performed a carryover procedure which failed.a field service engineer (fse) was dispatched: a) the fse inspected the instrument, performed troubleshooting, and replaced several parts. B) the fse conducted performance testing; results passed within instrument specifications.although service addressed hardware issues, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.